Manufacturer narrative:
Event date: exact date unknown, explant date was used as the approximated date of event.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.